Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ath lab buyer. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the cath lab noticed an issue with the angio-seal device dilator. The device was never opened or put in the sterile field. The package was opened, and it was found that the dilator was kinked. This was not used in any procedure and was not put into any sterile field of a patient. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was received for product evaluation. The arteriotomy locator and the hemostasis sheath were not mated. The guidewire was still intact, and the carrier tube assembly was still in the polyfoil pouch. Visual inspection revealed that the arteriotomy locator was seen to have a bend at the site of its inlet holes. Upon closer inspection, a kink was observed at that site. A previous non-conformance (nc) was noted for this event and terumo puerto rico opened complaint investigation (com) to investigate this solution. Both the nc and com have been closed and corrective actions have been put in place. This device was manufactured before the corrective actions in com-went into effect so no additional action is required. The complaint can be confirmed for a kink in the arteriotomy locator. The cause of the kink can be attributed to manufacturing error. The DHR review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.